Manufacturer narrative:
Date rec'd by MFR: 28may2019. Touchscreen was received by field investigation (fi) group with cracked or shattered glass. The touchscreen was scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 28may2019. A touchscreen was received by field investigation (fi) group with cracked or shattered glass. The touchscreen was scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. The service engineer (se) inspected the device. The se found a horizontal indented line is visible on display. The se replaced the touchscreen and the ventilator passed all tests.

Event description:
It was reported that the ventilators touch screen was impacted and scratched causing a touch screen failure. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.. Event date not specified, estimate used.